Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported to be ¿due to diet¿ (no further details were provided). It was not reported if the patient was hospitalized for the event. On unreported dates, the patient began treatment for the peritonitis with unspecified antibiotics and unspecified anti-inflammatory drugs (doses, frequencies and routes of administration were not reported). It was reported that peritoneal dialysis therapy was stopped during treatment. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.